Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-10740. It was reported that the patient became confused and disoriented during his lead implant procedure. In turn, an MRI was performed showing edema surrounding the leads and a possible small infarct in the left thalamus. Patient and device information is currently unavailable.